Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with nocturnal intermittent peritoneal dialysis (nipd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for the peritonitis was not reported. At the time of this report, the patient was still hospitalized and the outcome of the peritonitis was not reported. The dianeal therapy was discontinued on the same day as the onset of peritonitis. On an unreported date, the patient was switched temporarily to physioneal continuous ambulatory peritoneal dialysis (capd) therapy. Additional information was requested but was not available at this time.